Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported cuff miss was not confirmed as the device was returned in pre deployed position. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device via a 6f sheath hole after a leg angiogram and angioplasty procedure. Reportedly, the suture was not attached when the plunger was retracted. Upon device removal, it was noted that the suture was loose and was removed. Manual compression was used to achieve hemostasis. A delay was reported. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.